Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record was unable to be conducted due to the unknown lot number.

Event description:
The user facility reported difficulties with the involved angio-seal evolution device. The following information was provided by the user facility: product was deployed in patient. Product was very jerky on deployment. Hemostasis was not achieved. Patient was later discharged from facility. Patient returned to hospital later that evening for further access site management. Patient is stable, and there was less than 250cc blood loss. No surgical intervention was needed. Further site management was performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information and the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on january 8, 2018. Patient had arteriogram, peripheral below the knee. Doctor met resistance during deployment, however, hemostasis was achieved with the device. They held manual pressure for a few minutes. When the patient returned to hospital she was not treated in cath lab.